Event description:
Patient reported having an infected infusion site. Infusion site was red, swollen, and irritated. Patient was treated with antibiotic. Patient also experienced high blood glucose (high 200s and low 300 [mg/dl] during time of infection. Patient self-treated high blood glucose by bolusing.